Manufacturer narrative:
Co received the explanted sample graft on 4-20-98. Co performed an initial examination at bio-vascular, inc. The examination showed nothing unusual in appearance, thickness or structure of the sample graft. Specimens were sent out for histology staining and slide preparation on 4-27-98. After co received the histology slides, co consulted a cardiovascular surgeon with expertise in implantation of vascular grafts. Dr offered co his services and those of the histopathologists at his facility. Co then shipped the histology slides to dr.'s facility for evaluation. Dr contacted co with his complete histology findings on 6-11-98. Dr stated that the tissue structure was very normal in character and that they were unable to identify any weak areas or evidence of degeneration.

Event description:
The surgeon reported that on 06/03/1997, the pt was treated for critical ischemia by a femoral bypass procedure using a biograft device. The surgeon claims that on 12/12/1997 diffuse degeneration of the graft was discovered within the distal third of the graft. Note that the degeneration was not apparent until 6 mos post-implant. At this time, the surgeon performed a thrombectomy of the graft. The pt is currently doing well.